Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found foreign material / corrosion during device evaluation; however; the customer returned the device without reprocessing, which caused the foreign material / corrosion to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had a hole at the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the distal end had corrosion / residual liquid, and the forceps elevator had corrosion / foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the distal end had corrosion / residual liquid, and the forceps elevator had corrosion / foreign material. Additional findings include the following: the air / water cylinder had no color, the suction cylinder had no color, the electrical connector had a stain, water tightness was lost due to a pinhole on the bending section cover, the connecting tube had buckling, the adhesive around the objective lens had wear, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.